Event description:
It was reported the table locks did not actuate, causing the tabletop to move in two directions without resistance. There was no injury reported. The issue was discovered as the operator was setting up a patient. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found the lock release foot pedal was stuck, preventing the locks from engaging. The fe cleared the obstruction and verified that the table locks were performing according to specifications. The product was returned to service.